Manufacturer narrative:
H2 correction: please note the ins serial number has been reported at this time. As such, sections d3, d4, and h4 have been updated at this time. Additionally, the manufacturer site ID has been updated from 300756237 to 3004209178; however, section g9 cannot be updated due to constraints with the regulatory reporting interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that impedance testing performed during and after the implant surgery found all impedances had ¿normal values,¿ between 50 and 4000 ohms. It was restated that the physician had fixed the lead to the ins ¿without going through any of the components or damaging [the ins].¿ the doctor reportedly ¿determined that it was a factory malfunction, but still wanted to implant the patient.¿ the hcp was instructed to check that a screw was installed in the ins connector block and that he try screwing the screw in until two clicks were heard. After several tries, there were no clicks heard, but the hcp decided to use a suture to fix the lead. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that there was an implantable neurostimulator (ins) ¿screw malfunction.¿ it was further reported there was a ¿problem with the screw in the device.¿ during surgery, the hcp attempted to screw the lead into place, but when tightening the screw it did not secure the lead to the device and the hcp did not hear the ¿clicks.¿ the hcp checked the screwdriver, the lead, and the channel where the lead was inserted into the device; the hcp tried several times without success to set the lead into the device. The hcp finally managed to screw the lead into place, but did not hear any ¿clicks.¿ ultimately, the hcp ¿decided that he would use a suture to fix the electrode better to the device, without affecting the electrode cable or the device.¿ the ins remained implanted and in service as of (B)(6) 2019. There were no patient symptoms or complications associated with the event and no surgical interventions or hospitalizations were reported; no complications were reported or anticipated.